Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: sample was received. Visual inspection using magnification was performed and revealed that the plunger and pushrod were observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was returned outside the preloaded device. No damaged was observed to the lens. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search on complaints revealed only one additional investigation request for this purchase order (po) number for ¿unfolding issue¿. No product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) had a haptic that was protruding from the cartridge. There was patient contact; partial insertion of lens when lens was being inserted into the patient¿s eye. No patient injury. No other information was provided.